Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt rep. Reported the pt had difficulty recharging their implanted neurostimulator (ins) since 3 weeks ago. Patient services specialist (pss) reviewed rtm placement when recharging the ins. Pt initiated a recharge session to their ins and saw the "no device found" message and advanced to the passive recharge mode of 89-88-90 and the numbers changed to 83-85-93. Pt advanced past the passive recharging mode to recharging their ins with excellent quality. Pt noted the controller battery was at 40% and their ins battery had a red triangle (low). The troubleshooting steps that were taken on the call resolved the issue.redirected caller: repair additional information received. Patient rep called back from number registered to them repeating information in this case regarding difficulty charging the implant. After the call, they did everything they were told to do but were never able to fully charge the implant. Caller said no matter what they did, they could not fully recharge and the device would not hold the charge. Pss asked, caller said patient would get an error screen and mentioned it was the same error they spoke about in the past call but did not remember details.